Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Jaws both devices were returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. Due to the condition of the devices, no functional testing could be performed to evaluate the incident reported.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon experienced that the clip fell out of the jaws of the instrument before he could place it. Another clip applier gave the same problem. They finished the procedure with a third device without any further problems. There were no adverse consequences for the patient.